Manufacturer narrative:
The complainant reported that the procedure being performed was "kidney stone flex urs." This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form that have not been previously submitted indicate the information is unknown or unavailable.

Event description:
The complainant reported that the flexor parallel ureteral access sheath was in position and when the dilator was removed, the wire was released on the tip for remaining access in the working channel. The wire was curled up spirally during the procedure, so working channel access was no longer possible. It was further noted that an unidentified wire was uncoiled. There were no reported serious injuries to the patient as a result of the reported product problem.